Manufacturer narrative:
During the incoming inspection of the pacemaker, the clinic's complaint was confirmed. After the pacemaker housing was opened at the beginning of the destructive analysis, the device function was entirely according to specification. At this point, a complete electrical control was carried out which showed no malfunction. For further analysis of this intermittently occurring problem, the electronics underwent a detailed analysis at the producer of the circuit. Here it was discovered that the quartz crystal had an intermittent defect caused by its positioning within the hermetically sealed metal housing. This is a singularly occurring defect and not based on a systemic cause. Test to the stored inventory of these quartzes and statement of the quartz MFR confirm this to be an isolated problem. No further correction measures have been initiated.

Event description:
The pacemaker implanted on 2/13/97 could not be interrogated or programmed at the 1/2/98 follow-up. In the ECG printout, no pacemaker function is visible.